Manufacturer narrative:
Other relevant device(s) are: product ID: hg-18-90-32, serial/lot #: (B)(4), ubd: 31-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of an 80 mm thoracic aortic aneurysm. During the same procedure, six heli-fx endoanchors were implanted prophylactically. It was reported that on the day of the index procedure, the patient experienced left sided abdominal pain and hypertension. The events were assessed by the investigator as related to the index procedure. The left-sided abdominal pain and hypertension were treated with medication and the events were reported to be resolved. The day after the index procedure the patient presented with spinal cord ischemia with temporary paraparesis. The event was assessed by the investigator as related to the index procedure. The spinal cord ischemia was treated by insertion of a spinal drain. The event was reported to be resolved. No additional clinical sequelae were reported and the patient is fine.